Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.

Event description:
Customer reported sensor issues. She is receiving calibration errors and change sensor alerts. The sensor readings are different than her meter readings. Customer's current blood glucose is 211 mg/dl. Customer is using proper sensor procedures. She was advised to calibrate as needed. Customer uses tape for the sensor. She was advised of the possible causes for discrepancies between sensor readings and blood glucose. She was advised to change her sensor. Customer is returning sensors for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.